Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 6 false positive results were obtained by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. Confirmatory testing was performed using gram stains and the results were negative. Results were not reported out and there was no report of patient impact.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 6 false positive results were obtained by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. Confirmatory testing was performed using gram stains and the results were negative. Results were not reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found that one rack in drawer c a/b rack top rack was blocked out and removed the rack and installed shorting pins to the rack and tested/operational. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is rack failure. No new trends, risks, or hazards were identified as a result of the complaint.